Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter to report an infusor that had a broken syringe. The event occurred during filling. After filling, the syringe tip was cut and stuck inside of the filling port. The device was filled with droperidol, buprenorphine hydrochloride and saline. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint incident for broken/cracked of the syringe tip inside the fillport was confirmed. The broken syringe tip inside the fillport did not occur at the manufacturing plant. The fillport luer of the device is the portion needed for the device to connect the device to the tester for testing during the manufacturing process. Direction for use directs users to lock syringe gently to the fillport since overtightening can result in damage to the fill port. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.